Event description:
A report was received that the patient was experiencing charging difficulties. The charge profile revealed that ipg was flipped. The physician relocated the ipg from the right back to her right abdomen and 2 extensions were added. The patient is reportedly doing well following the procedure.